Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, it was reported that a patient had not been feeling magnet stimulation for the last week. Normal mode and system diagnostics indicated 7/limit/high. At this time, the reporter indicated that magnet swipes were not registering. The reporter attempted to perform magnet activations using a new magnet and swiping the magnet herself; however, she was still unsuccessful. (The magnet event is captured in MFR report #1644487-2013-00311.) The patient was last seen in (B)(6) 2012, and everything was okay at that time. The patient denied any trauma but was known to experience seizures at night. The patient wasn't sure if he may have had a night seizure and incurred an injury. A battery life calculation indicates 7.26 years remaining. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
An implant card received on (B)(6) 2013 indicated that the patient underwent lead revision on (B)(6) 2013. The reason for revision was not marked. Attempts for product return have been unsuccessful as the device was reportedly discarded. It was also reported that x-rays were taken but not provided for review.